Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was visually inspected with no issues found. The system powered on with no error or failures. They attached instruments and drove system. During drive there were no errors or failures, so they removed instruments and tried power cycling and driving system several times, but there were still no failures or errors. They could not confirm the reported issue during system mtm troubleshooting. Upon further troubleshooting, the unit encountered a failure on 'slow gravity balance test post sine cycle - wp', unrelated to the field failure. Rest of fitness test passed with no issues. The unit was also tested on 1-hour sine cycle and passed with no issues. They could not confirm customer complaint. Per engineering escalation, to correct the failed slow friction test on the wrist pitch, gearbox axis 5 will be replaced. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause was unable to be determined based on the information available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse booted the system up upon arrival with no faults observed. However, a master tool manipulator (mtm) on console 1 failed wrist pitch testing multiple times. The fse replaced the mtm. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a nurse encountered an error requesting the staff to disable the left master tool manipulator (mtm). The staff disabled the mtm and proceeded from the second console. They opted not to power cycle the system during the procedure. After the procedure, the robotics coordinator reported they successfully rebooted the system, and console 1 returned to normal operation without errors. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: after the mtm was disabled, the procedure was completed robotically with their second console. After the case, they were able to resolve the issue by rebooting the system.